Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was admitted into the intensive care unit (ICU). The patient was diagnosed with diabetic ketoacidosis (dka). The patient was also vomiting. For treatment, the patient was given intravenous (IV) fluids and insulin. The patient was also given diagnostic tests. The pod was discarded and the patient was discharged after 3 days.